Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they may fill the pump with saline and program to minimum rate. The hcp wanted to aspirate the remaining fentanyl and bupivacaine. It was reported that the fentanyl daily dose was 70.92mcg and bupivacaine daily dose was 21.276mg. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 100 mcg/ml and bupivacaine 30 mg/ml, doses not reported via an implantable pump. The indication for use was spinal pain. The home infusion nurse reported that the patient heard the pump alarm and the pump logs confirmed a motor stall. The motor stall occurred on (B)(6) 2017. The motor stall was active. The pump would be replaced. There were no patient symptoms and no further patient complications were reported.